Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, first noticed by the user the prior day, and basic handling guidance was provided to ensure hands were not wet or cold. Symptoms included no clinical effects. Outcomes included no impact on health or care delivery. Investigation included customer interview and troubleshooting education. Investigation of this case revealed an unconfirmed intermittent user interface responsiveness issue related to the sleep/wake button, with no device performance anomalies otherwise observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending additional information from continued use monitoring.